Event description:
It was reported that the 2800 system has a blown breaker in that power portion and the top is not functioning. Could not park tubehead and the leg extension is hard to install. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation found that the lock solenoid mechanism was off. Restored the position of the lock solenoid and cleaned the leg extension. The system was tested and found to be working as intended and placed back into service.